Manufacturer narrative:
Product event summary: the controller ac adapter ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed a damaged output cable with exposed the inside wires. As a result, the reported event was confirmed. Of note, the damage that was observed did not affect the functionality of the device. The most likely root cause of the reported event can be attributed to a tear on the output cable due to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller ac adapter had wires exposed on the cable. The adapter was exchanged. No patient complications have been reported as a result of this event.